Manufacturer narrative:
A follow up emdr will be submitted if additional information becomes available.(B)(4). No device or lot number available.

Event description:
It was reported via email: while placing peritoneal pleurx, md lost access through introducer sheath. Rather than pulling sheath out of patient, md inserted needle into sheath while still in patient. Small portion at end of introducer sheath broke off inside patient. It was the guidewire sheath, sheath was discarded. Md attempted but was not able to retrieve the piece and patient is in palliative care .